Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient experienced a corneal wound burn. There was no known device issue. This is the first of 2 reports for this facility. Additional information has been requested, but none has been received to date.